Event description:
The pt was implanted with a left ventricular assist device (lvad). The circulatory support program coordinator reported that, five months post-implantation, the pt experienced a driveline infection for approx three months. The pt then developed mediastinitis which progressed to full sepsis and support was withdrawn due to multiple system organ failure (msof).

Manufacturer narrative:
The lvad was explanted and disposed of by the hosp. The MFR was unable to conduct an investigation of the device as the device was not available for analysis. A review of device history records showed no deviations from mfg or qa specs. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. No further info is available. The MFR is closing its file on this event.